Event description:
Nurse went to remove inline suction from pt's pediatric bivona flextend 3.5 cuffed, 40mm trach tube. Inline suction was removed, but so was the hard plastic piece at the top of the trach. It was attached to the inline suction. Pt began to desaturating and have trouble breathing. Field nurse and nurse manager preformed emergency trach change. Pt tolerated change and pt returned to baseline stats. New inline suction device placed on trach and reattached to pt. Defective trach was placed in baggy and labeled as such, it was picked up by dme company (B)(4) on (B)(6) 2025.